Event description:
The ge oec 9800 fluoroscopy system had pre-charge voltage failure error.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced a failing battery pack. This system is in another country. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.